Manufacturer narrative:
A lens work order search revealed no similar complaint, but the originally inserted lens had a rough edge that may have resulted during the manufacturing process, during loading or due to surgeon handling. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method code(s): (evaluation method): device history record review. Results code(s): (evaluation result): visual inspection of the returned product found piece of haptic is torn off and missing. The optic is torn. Lens was returned in liquid. Device history record review: after reviewing the complaint file, device history record and performing a root cause analysis, the root cause is not likely related to the manufacturing process (including final inspection) of the lens, since no information is provided regarding the surgery process and the injector system used during this surgery, the investigation is unable to be continued. Thus the root cause of this complaint cannot be determined. Conclusion: (evaluation conclusion):based on the complaint history, work order search, medical review and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Diopter: +13.00. Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: a lens work order search revealed no similar complaint within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece +13.00 diopter lens in the patient's right (od) eye. After insertion into the eye, the surgeon noticed the lens had a irregular edge (defect). Unknown if lens was received defective. The incision was enlarged to remove the lens. No suture was used. A non-staar lens was implanted. No injury to the patient.